Event description:
It was reported that a patient underwent a total abdominal hysterectomy and a sling procedure for stress urinary incontinence on (B)(6) 2007. Following the procedure, the patient could feel the mesh on the left side of the vaginal wall. At her post op visit, erosion into the vaginal wall was noted and the physician planned to monitor the patient to see if her tissue would heal over the mesh. On (B)(6) 2007, the patient underwent a procedure to have part of the mesh clipped to loosen it. At the next post op visit, the patient could feel the mesh on the right side of the vaginal wall. The patient experienced stress urinary incontinence, had to use lubricant for sexual relations, experienced pain when she leaned over and had pelvic and back pain similar to menstrual cramping. The patient stated that in (B)(6), the pain worsened, and she went to a urologist for another opinion. The patient was prescribed antibiotics which helped the pain. The patient is scheduled for mesh removal on (B)(6) 2011 with the urologist.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, vaginal pain, post-coital bleeding, incomplete emptying of bladder, mixed incontinence, and urgency. It was reported that patient concurrently underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, and diagnostic laparoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced dyspareunia, vaginal pain, post-coital bleeding, incomplete emptying of bladder, mixed incontinence, and urgency. It was reported that patient concurrently underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, and diagnostic laparoscopy.